Event description:
The hospital reported after inspecting the packaging on the device, vasoview hemopro 2 had been compromised. The packaging has a hole in it and was no longer sterile. A new device was opened to complete the procedure. No delay. No injury or harm to the patient. The device was never entered into the operative field.

Manufacturer narrative:
(B)(4). Corrected section: medical device ¿ problem code h6 from "3190" to "3007".

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported after inspecting the packaging on the device, vasoview hemopro 2 had been compromised. A new device was opened to complete the procedure. No injury or harm to the patient. The device was never entered into the operative field.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/06/2024. An investigation was conducted on 03/06/2024. A visual inspection was conducted. No packaging was received. Signs of clinical use and no evidence of blood were observed on the returned components. There were no visual defects observed on the heater wire or intact clear silicone insulation on both the cold and hot jaws. The cannula, c-ring and accessories were observed to be intact with no visual defects. No other visual defects were observed. Based on the returned condition of the device the reported failure "packaging issue" was not confirmed. The lot # 3000357805 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.